Event description:
Caller reported a malfunction on the pump, identified by malfunction code which persisted after an attempted reset. There was no adverse impact to the customer¿s blood glucose level. The customer opted to use multiple daily injections as a backup therapy and was assisted by technical support with resetting the pump.